Event description:
It was reported that the insulin pump receives no delivery alarms all the time. It was stated that the connection between the infusion set and the reservoir is good and there is no damage. Customer pushed plunger and insulin exits. A manual prime was performed and insulin pump alarmed no delivery. Blood glucose value is 289 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.